Event description:
Port implanted four years ago. Two months ago the patient returned to the emergency department with complaints of pain under left breast. The CT angiogram showed the catheter had fractured just distal to the catheter hub. The port and catheter were sucessfully removed.